Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 15-aug-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. A 21g needle was used to take biopsies of a single lesion in the right upper lobe. The biopsied lesion was 2.0 x 1.8 x 1.6 cm in size. From the biopsy location, the distance to the pleura was 5-6 mm. The physician also used radial ebus and placed a fiducial marker. The patient had a smoking history (quit 15 yrs. Ago), mild undiagnosed copd and cad. Prior to the procedure the patient had a pet scan suggestive of bronchogenic carcinoma - not metastatic. Per the physician, as the biopsy started the whole screen began "shivering with a high frequency." The physician was not sure if the shivering of the screen contributed to the pneumothorax. The ion system is still in use (a few procedures have been done afterwards without issue). The physician believed the ion system is less likely to cause a pneumothorax than other modalities and that a CT guided biopsy would be more likely to cause a pneumothorax. An ultrasound was performed to make sure there was lung-sliding. The physician did see lung-sliding, but the patient also had a pneumothorax. The pneumothorax was confirmed via chest x-ray post procedure. The size of the pneumothorax was moderate; therefore, a pigtail chest tube was placed. The patient complained of chest pain prior to the procedure, but experienced shortness of breath after the procedure and also complained of chest discomfort related to the chest tube placement. The patient was observed for 23 hours, then discharged home. The patient was diagnosed with non-small cell lung carcinoma.